Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-03454). This MDR resubmission now reflects the correct product registration number. Patient information requested but not provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an over infusion occurred while delivering "1 1/2 maintenance IV fluids". The fluids were started at approximately 10:19am at 105 ml/hr. By 1:45pm, the device was alarming for "air in line" (ail), and the liter bag of fluid was empty. The rate of infusion was reviewed and was running correctly at 105 ml/hr. The vtbi was approximately 578ml, and had been previously recorded as 950mls. Approx. 400mls should have been infused. There was no patient impact.

Event description:
It was reported that an over infusion occurred while delivering "1 1/2 maintenance IV fluids". The fluids were started at approximately 10:19am at 105 ml/hr. By 1:45pm, the device was alarming for "air in line" (ail), and the liter bag of fluid was empty. The rate of infusion was reviewed and was running correctly at 105 ml/hr. The vtbi was approximately 578ml, and had been previously recorded as 950mls. Approx. 400mls should have been infused. There was no patient impact.

Manufacturer narrative:
Addition: updated adverse event codes (h6).